Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen completely froze on the patient-selection screen. The customer confirmed that the freeze prevented performing a soft reboot. The customer switched off the unit using the hard power switch and unplugged and reconnected the machine entirely; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system screen was frozen. A technical support specialist remoted into the station and observed that the spooler process was consuming 100% central processing unit, with 216 jobs queued in the label printer. The queued jobs were cleared, and the station worked better. The system functioned as intended after the technical support specialist troubleshot the device.